Event description:
It was reported in a scientific article that the pt had a wound infection. No additional information was received. The cause of infection is unk at this time.

Manufacturer narrative:
Article reference: elliot r, et al. "Refractory epilepsy in tuberous sclerosis: vagus nerve stimulation with or without subsequent resective surgery" epilepsy and behavior 2009.